Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Review of the session records and battery trend revealed that eri was not triggered because the device voltage measurement had not reached to the trim value. The device was at eri when received. The interrogation revealed the device battery level above eri. Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: b1, b2, b5, d7, h1.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device did not exhibit the elective replacement indicator (eri) even after the battery voltage was below eri. The device longevity was showing "less than 3 months" for the past several office checks. It was noted that the eri trim settings for the device was set at below the acceptable tolerance. Device replacement was discussed but not yet performed. The patient was stable.